Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
It was reported that there were externalized conductors noted on the riata right ventricular (rv) lead. No imaging was provided to confirm the event. The rv lead was capped and replaced with a durata rv lead. At a later follow-up to address an unrelated issue for the durata lead, the riata rv lead was explanted. The patient was in stable condition.